Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 123 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work after exposure to moisture. Customer also reported that the insulin pump alarmed unexpected restart and unable to clear it. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart error alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection.